Manufacturer narrative:
The insulin pump passed the displacement test. The pump alarmed pump error 68, 49 and 23 immediately after battery installation, power error 75 during self test and power error 25 alarms are found in the downloaded traces due to lithium backup battery was properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and it functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with the multiple insulin pump errors. The blood glucose was 145 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.